Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that some time post chronic catheter placement, the catheter allegedly dislodged. It was further reported chest x-ray imaging demonstrated the catheter was still functioning properly. At a later date, the patient experienced pulmonary hypertension and infection, and the cuff was found to be exposed. Reportedly, the catheter was removed and replaced, and medication was given for the pulmonary hypertension. The patient is stable post catheter replacement and was discharged.